Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the mhlas screw was wobbly/loose. Crown retention screw lost engagement in crown. Clinician removed that mhlas & placed a new one. Replaced the screw and the crown torqued down to 25 newtons. Crown was mobile with the old screw torqued into place. When the new one placed it was perfect was not loose nor wobbly. Symptoms as a result of the event: pain, edema & inflammation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) mhlas, (scr replace friction-fit gold & ti abut int hex) for evaluation. Visual evaluation was performed. Returned screw shows signs of wear/use. Some damage can be observed around its drive feature and some wear around its threads likely caused during removal. Tested with in-house implant and it threads with difficulty. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review was performed for the reported lot number mhlas for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : loosening¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was possibly user caused. Therefore, based on the available information, a device malfunction could not be verified. The returned screw showed some damage likely caused during removal. However, the reported loosening event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.